Event description:
It was reported, a damaged connecting tube was used in conjunction with multiple endoscope reprocessors, which led to inadequately cleaned scopes. The scopes were used in approximately 20 upper gastrointestinal diagnostic examinations. The procedures were completed with no reports of patient harm. This medical device report (MDR) is being submitted to report the potential harm to patient 18 of 20.

Manufacturer narrative:
Full e1 establishment name: (B)(6). The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This medical device report (MDR) is related to the following MFR report numbers: 9610595 - 2024 - 01728, 9610595 - 2024 - 01991, 9610595 - 2024 - 01989, and 9610595 - 2024 - 01990.

Event description:
The end-user facility has provided additional information stating that a total of 10 patients were impacted by the inadequately reprocessed endoscopes; not the originally reported 20. None of these 10 patients experienced any adverse health effects from use of the inadequately cleaned endoscopes.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause was unable to be identified. However, it's likely the users failed to notice the connecting tube with breakage during the pre-use check, and they have implemented the reprocessing. Concerning the cause of the connecting tube breakage, it likely occurred due to the following reasons: the scope attaching side of the connecting tube was adjusted upward, that stress accumulated on the broken portion. Some large stress was applied while assembling the connecting tube. The connecting tube came in contact with something sharp. The connecting tube has deteriorated over time. The following is included in the instructions for use: instruction manual instructions for maj-1500 ¿7 preparation and inspection¿. "[Warning] over time, the connecting tube will deteriorate because it is subject to wear with each use. If any of the following are found with the connecting tube, do not use it and replace it with a new one. Connecting a defective tube could prevent the effectiveness of the cleaning and high-level disinfection process. 1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities." Instruction manual operation manual for oer-5, ¿chapter 3 inspection before use, 3.4 inspecting the connecting tubes and leak test air tube¿. "Before using the equipment, always check that there is no irregularity regarding the following points on the connecting tubes and leak test air tube. -all tubes should be free of cracks, breaks, fissures, scratches, or stains. -there should be no cracks in the lock levers of connecting tube connectors. -there should be no bends or breaks in the pin of connecting tube connector. The tube should not be easy to disconnect once connected." This MDR is related to the following MFR report #s: 9610595-2024-01728, 9610595-2024-01991, 9610595-2024-01989, 9610595-2024-01990, 9610595-2024-02038, 9610595-2024¿02037, 9610595-2024-02061, 9610595-2024-02072, 9610595-2024-02103, 9610595-2024-02071, 9610595-2024-02097, 9610595-2024-02063. Olympus will continue to monitor field performance for this device.